Event description:
It was reported that during a lap gastric procedure, the spike that attaches to the anvil to close the device pushed back into the device. This made it difficult to connect. They attempted to connect a couple of times but were unsuccessful. They finally got a new stapler to continue with the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.